Event description:
It was reported that the pta balloon was inflated once at 10 atm and the brachial vein dissected. Reportedly, the vessel was calcific. The pta balloon dilatation catheter was removed through the sheath without incident. A stent graft was implanted to resolve the dissection. The patient was reported to be doing fine post-procedure.

Manufacturer narrative:
The catalog number and lot number for the device are unknown. The investigation is currently underway.